Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that the atrial lead impedance is falling. Currently 230ohms. Atrial threshold 2.4 uni, 2.8bi. V threshold is .7v. Set to split configuration in the a. Patient is in poor health, but nearing eri. Md would prefer to do a straight pg change and avoid a lead revision. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).